Event description:
On 30-jun-2025, pentax medical became aware of an event involving a pentax medical video processor model epk-i7000, serial number (B)(6) in china within the apac region. The power to the processor suddenly shut off and could not be restored during the endoscopic procedure. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: this device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. Additional information: it was confirmed that this processor had exceeded its designated service life. Investigation is in process. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
D4: primary unique device identifier (UDI) #: not applicable - device manufactured before UDI regulation. H4: device manufacture date is unknown because the device was manufactured prior to UDI regulations. Correction information. B4: date of this report - updated. G6: follow-up #: 1. H2: if follow-up, what type? - updated. H3: device evaluated by manufacturer - "no" to "yes". H6: codes updated -component code, type of investigation, investigation findings, investigation conclusions. Additional information. H11: evaluation summary. Evaluation summary: the event that occurred is that the power to the processor suddenly shut off and could not be restored during the endoscopic procedure. As a result of the investigation, it was confirmed that the fuse had burned out in order to protect the processor. According to the equipment requirements, a suitable-sized fuse was replaced by the distributor's engineer. After replacement, the processor started up normally and continued to be used for patient examinations without any problems. Based on further analysis, a potential root cause of this failure is a blown fuse designed to protect the processor from unstable power sources. A definitive root cause of the reported issue could not be identified. The reason for the failure was explained to the customer, and it was suggested that the customer should equip the equipment with a stable voltage power supply. Investigation completion and return date: 07-jul-2025. Based on the trend analysis, there is no significant increase or upward trend in repair complaints related to this failure mode or hazard. A device history record (DHR) review was performed by the manufacturer. Tthe DHR review confirmed that the processor was manufactured under normal conditions and passed all required inspections. Although the manufacturing date could not be verified due to the timing of this unit's production prior to UDI regulations, the approval for shipment and the actual shipping date were confirmed as 19-dec-2014. There were no reworks or concessions. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.